Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This rv lead could not be explanted; therefore, the lead was surgically abandoned. A new lead was implanted. Additional information indicated that the physician thinks that this lead had potentially gone through the anterior septal wall after the patient had fallen on an unspecified date. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.